Event description:
A customer reported during cataract extraction with intraocular lens implant procedure they had low vacuum during cortex step. The surgery was completed using and alternate handpiece. There was a 30 min delay in surgery with no harm to the pt.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, the mfg device history record for this complaint could not be reviewed. Because a sample was not returned and no lot info was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken because no sample was rec'd to determine a root cause. No add'l action is required at the time. (B)(4).